Event description:
The manufacturer was contacted about the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information about an allegation of unspecified heart problems. There was no report of specific medical interventions. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. Attempted to clean information, however attempts were unsuccessful. At this time, no further investigation can be carried out. If any additional information is received a follow-up report will be filed.

Manufacturer narrative:
Correction- upon further review- this case has been determined to be a product problem and not serious injury as previously stated.